Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography procedure in 2006 (patient age, gender and weight are unknown). According to the complainant, a jagwire guidewire was inserted into a cannula. The cannula was removed from the patient and the guidewire was removed from this cannula and placed into a second cannula. The jagwire was removed with resistance from this second cannula. It was found that the sheath of the jagwire was peeled and approximately 200 cm from the distal tip, the core wire was exposed. The procedure was completed with another device (device and manufacturer unknown.) No patient complications were reported as a result of this event. The patient's condition was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual inspection revealed damage to the ptfe jacket of the device. The damage to the device suggests that it may have come into contact with a sharp object. The cause of failure could not be determined.